Event description:
It was reported that the caller's pump screen was dark and wouldn't turn on despite several troubleshooting attempts. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.